Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as a peritoneal infection. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics. On an unreported date, pd therapy was withdrawn during treatment. At the time of this report the patient had not recovered. No additional information is available as the reporter has declined to provide further information.